Event description:
It has been reported to philips that the system's c-arm would not move. The device was in clinical use at the time of the event. No harm has been reported to philips. A philips field service engineer (fse) inspected the system on site and replaced the brake electromagnet which returned the device to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information received the customer was performing diagnosis procedure and the procedure was completed as planned. The philips field service engineer (fse) inspected the system onsite and confirmed the c-arm could not move. Upon trouble shooting, fse found that the solenoid iron of the brake had failed. To resolve this issue, the philips engineer replaced brake solenoid. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.